Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v368056, implanted: (B)(6) 2010. Product type: lead: product ID 3387-40, lot# j0235460v, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Event description:
It was reported that a battery had been explanted, premature battery depletion was suspected. Two days later it was stated that the patient had a successful battery change. "He was feeling well and wasn't having any problems." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the reason the battery was removed was due to the premature battery depletion. It was reported the battery lasted half the amount of time as previous replacement batteries that were a different model when parameters did not change. It was also reported the patient had no injury and recovered without sequela.

Manufacturer narrative:
Analysis of the ins, model 37602, serial no. (B)(4), found no significant anomaly, the battery at normal end of life, telemetry and output okay.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.